Event description:
A malfunction was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if any issues arise.